Event description:
The device would not turn on when the power button was pressed. The pt was later determined not to need the device connected to them. There were no adverse effects to the pt as a result of the reported event.